Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported severe pain and inflammation in an eye with an intraocular pressure (iop) of 55mmhg following an intraocular lens (iol) implant procedure. The manager indicated that the patient was referred immediately to a retinal specialist who performed a vitrectomy vitreous biopsy, antibiotic and steroid injections, and was diagnosed with acute endophthalmitis of the right eye. The patients vision is decreased to light perception and he had a large hypopyon in the anterior chamber. There was poor view of the lens and the posterior chamber. Cultures show growth of streptococcus. The lens remains implanted.